Event description:
It was reported that during a total abdominal hysterectomy, upon firing, the staples made a cracking noise and the shaft returned to the straight position while the articulation lever stayed in an articulated position. Only a portion of the staples fired. The surgeon used sutures to reinforce the area of concern. A new device was used to complete the case without pt consequence.